Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic area') in a 30-year-old female patient who had essure (batch no. 5512944-not valid. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, miscarriage and abortion. Concurrent conditions included insomnia, hypertension, hypothyroidism, bipolar disorder, alcohol abuse, tinea corporis, suicidal ideation, agitation, post-traumatic stress disorder, grief reaction, muscle twitching and inflammatory reaction. Concomitant products included acamprosate, alprazolam (xanax) from (B)(6) 2010 to (B)(6) 2011, aripiprazole (abilify) since (B)(6) 2012, atorvastatin calcium (lipitor) since (B)(6) 2011, baclofen from (B)(6) 2013 to (B)(6) 2019, clonidine since (B)(6) 2011, ethinylestradiol;norgestimate (trinessa) from (B)(6) 2010 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2011 to (B)(6) 2015, hydroxyzine, levothyroxine sodium (synthroid) since january 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, mirtazapine since (B)(6) 2013, naltrexone from (B)(6) 2014 to (B)(6) 2019, nsaids from (B)(6) 2010 to (B)(6) 2019, sertraline hydrochloride (zoloft) since (B)(6) 2016, sumatriptan since (B)(6) 2011 and trazodone since (B)(6) 2011. In 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines/headaches,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy/sensitivity"), depression ("psych injury/ depression"), mood swings ("mood swings"), tooth disorder ("dental problems"), adnexa uteri pain ("fallopian tube pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral),laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals and alopecia had resolved, the depression, fatigue, migraine, vaginal haemorrhage, tooth disorder, adnexa uteri pain and uterine cervical pain outcome was unknown and the anxiety and mood swings had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, nickel allergy, hair loss, headaches. Discrepancy noted in lab data - essure confirmation test(s) conducted - no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. New events dental problems, fallopian tube pain, cervix pain was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic area') in a 30-year-old female patient who had essure (batch no. 5512944-not valid. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(4) , miscarriage and abortion. Concurrent conditions included insomnia, hypertension, hypothyroidism, bipolar disorder, alcohol abuse, tinea corporis, suicidal ideation, agitation, post-traumatic stress disorder, grief reaction, muscle twitching and inflammatory reaction. Concomitant products included acamprosate, alprazolam (xanax) from (B)(6)2010 to (B)(6)2011, aripiprazole (abilify) since (B)(6)2012, atorvastatin calcium (lipitor) since (B)(6)2011, baclofen from (B)(6)2013 to (B)(6)2019, clonidine since (B)(6)2011, ethinylestradiol;norgestimate (trinessa) from (B)(6)2010 to (B)(6)2011, fluoxetine hydrochloride (prozac) from (B)(6)2011 to (B)(6)2015, hydroxyzine, levothyroxine sodium (synthroid) since (B)(6)2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6)2011, mirtazapine since (B)(6)2013, naltrexone from (B)(6)2014 to (B)(6)2019, nsaids from (B)(6)2010 to (B)(6)2019, sertraline hydrochloride (zoloft) since (B)(6)2016, sumatriptan since (B)(6)2011 and trazodone since (B)(6)2011. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches,"), anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), depression ("psych injury/ depression"), alopecia ("hair loss") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on 26-dec-2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals and alopecia had resolved, the depression, fatigue, migraine and vaginal haemorrhage outcome was unknown and the anxiety and mood swings had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, nickel allergy, hair loss, headaches. Discrepancy noted in lab data - essure confirmation test(s) conducted - no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: new event "mood swings" wee added and outcome added not recovered/not resolved for event "anxiety" a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic area') in an adult female patient who had essure (batch no. 5512944, 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, recurrent abortion and abortion. Concurrent conditions included insomnia, hypertension, hypothyroidism, bipolar disorder, alcohol abuse, tinea corporis, suicidal ideation, agitation, stress, grief reaction, muscle twitching and inflammatory reaction. Concomitant products included acamprosate, alprazolam (xanax) from (B)(6) 2010 to (B)(6) 2011, aripiprazole (abilify) since (B)(6) 2012, atorvastatin calcium (lipitor) since (B)(6) 2011, baclofen from (B)(6) 2013 to (B)(6) 2019, clonidine since (B)(6) 2011, ethinylestradiol;norgestimate (trinessa) from (B)(6) 2010 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2011 to (B)(6) 2015, hydroxyzine, levothyroxine sodium (synthroid) since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, mirtazapine since (B)(6) 2013, naltrexone from (B)(6) 2014 to (B)(6) 2019, nsaids from (B)(6) 2010 to (B)(6) 2019, sertraline hydrochloride (zoloft) since (B)(6) 2016, sumatriptan since (B)(6) 2011 and trazodone since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches,"), anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), depression ("psych injury/ depression") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals and alopecia had resolved and the depression, fatigue, migraine, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, nickel allergy, hair loss, headaches. Discrepancy noted in lab data - essure confirmation test(s) conducted - no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs and medical record received - new events abnormal bleeding (vaginal, menorrhagia), fatigue, migraines/headaches, psychological or psychiatric problems: anxiety, mental anguish and depression were added. Lot number were added. Patient height and race were added. New reporter, medical history and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic area') in an adult female patient who had essure (batch no. 5512944-not valid. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, miscarriage and abortion. Concurrent conditions included insomnia, hypertension, hypothyroidism, bipolar disorder, alcohol abuse, tinea corporis, suicidal ideation, agitation, post-traumatic stress disorder, grief reaction, muscle twitching and inflammatory reaction. Concomitant products included acamprosate, alprazolam (xanax) from (B)(6) 2010 to (B)(6) 2011, aripiprazole (abilify) since (B)(6) 2012, atorvastatin calcium (lipitor) since (B)(6) 2011, baclofen from (B)(6) 2013 to (B)(6) 2019, clonidine since (B)(6) 2011, ethinylestradiol;norgestimate (trinessa) from (B)(6) 2010 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from (B)(6) 2011 to (B)(6) 2015, hydroxyzine, levothyroxine sodium (synthroid) since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, mirtazapine since (B)(6) 2013, naltrexone from (B)(6) 2014 to (B)(6) 2019, nsaids from (B)(6) 2010 to (B)(6) 2019, sertraline hydrochloride (zoloft) since (B)(6) 2016, sumatriptan since (B)(6) 2011 and trazodone since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches,"), anxiety ("psychological or psychiatric problems: anxiety, mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), depression ("psych injury/ depression") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals and alopecia had resolved and the depression, fatigue, migraine, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, nickel allergy, hair loss, headaches. Discrepancy noted in lab data - essure confirmation test(s) conducted - no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, alopecia and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, headache, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, nickel allergy, hair loss, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, dysmenorrhea (cramping), menorrhagia, nickel allergy, psych injury, hair loss, headaches. Reporter information, events outcome were added. Device category changed from device other event to incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.